Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the restricted condition of the posterior leaflet likely affected leaflet insertion in the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. The imaging was slightly difficult due to a new imager. The clip delivery system (cds) was advanced to the mitral valve, and leaflet assessment was performed and confirmed to be satisfactory. The clip was deployed, reducing the mr to 3; however, 5 minutes after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. A second clip was implanted to stabilize the slda clip, reducing the mr to 3. No additional clips were attempted. The patient had a good outcome and was confirmed stable post procedure. No additional information was provided.